Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy upon removing the endocutter from the package the scrub tech could not open the cutter. The instrument jaw was locked. This was handed off the field and opened another instrument to complete the case. There was no pt consequence. 12/16/1997 the rep reports the anvil head did not open and appeared as if it dislodged. After the device was passed off the sterile field, a nurse played with it and got it open, but it would not close. The release button did not work when tried. The device did not have contact with the pt.